Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device displayed a yellow alert for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended due to intrinsic beats. It was noted that the rvat algorithm had been unsuccessful since implant. Presenting electrogram (egm) showed single beat of right ventricle (rv) failure to capture. Recent in-office threshold measured at 1 volts (v) with programmed threshold fixed at 3.5v. Technical services (ts) reviewed further review of the system. This device currently remains in service and no adverse patient effects were reported.